Event description:
It was reported that the infusion pump was used to deliver pitocin to a pt in labor. An air alarm occurred approx one hr into the infusion. The IV tubing was removed from the pump to expel the air and was reloaded in the device. Approx 30 mins after the infusion was restarted they observed fetal bradycardia and the infusion was stopped for approx 2.5 hrs. The pump was then restarted at 3 ml/hr and at that point it was observed that fluid was flowing rapidly through the drip chamber of the IV set. They observed immediate fetal bradycardia, with the fetal heart rate of approx 60 bpm. The infusion pump was stopped and removed from the pt. The fetal heart rate returned to normal. The pitocin was restarted approx 2 hrs later with a different infusion pump. The infant was later delivered without complications.